Manufacturer narrative:
D4 unique device identifier not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, stations were not communicating with the server. There were no adverse events or injuries reported based on this event.